Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the internal battery was found in the ventilator's downloaded error log. The internal battery had been replaced prior to the manufacturer's evaluation at a third party service center. No further action was required by the manufacturer to address the issue.